Manufacturer narrative:
This report is submitted on 18 march 2020.

Event description:
Per the clinic, the patient experienced pain, non-auditory sensations, performance decrement and extrusion of the electrode array into the external auditory canal. Subsequently the device was explanted on (B)(6) 2019. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on 22 april 2020.